Manufacturer narrative:
Follow-up #1: date of submission, 09/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: the alarm history showed evidence of three call service 064 alarms on 06/01/2015. The pump performed a rewind, load and prime sequence with no call service alarms being duplicated. The pump was exercised for 24 hours with no call service alarms duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.